Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with subtherapeutic inr, right flexor forearm weakness since (B)(6) 2017, and elevated pump power readings. Upon interrogation of the system controller by the healthcare professional, elevations in pump power and a low speed operation was observed. A CT scan of the head demonstrated left motor cortex evolving cerebrovascular accident (cva) without hemorrhagic conversion. The patient¿s lactate dehydrogenase (ldh) was approximately 1600 u/l. A heparin infusion was initiated due to concern for possible pump thrombosis and possible arterial embolism contributing to the patient¿s weakness. The patient passed the bedside swallow evaluation; however, significant impairment continued in the right hand¿s fine motor skills. There was no impact to the patient¿s mental function. An adjustment was made to the patient¿s medication which included a full dose aspirin, continuation of warfarin, and the addition of persantine. The patient was discharged home on occupational therapy (ot) services only. There were no residual effects of the stroke at the time of discharge. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Submitted log file confirmed elevated powers on (B)(6) 2017 and (B)(6) 2017 to 10.1w. Low flow hazard alarms were identified on (B)(6) 2016 and (B)(6) 2017 to 2.4 lpm. As well as a low speed operation on (B)(6) 2017 where the actual speed was reduced to 6670 rpms. The log file evaluation could not conclusively determine the specific cause for the power elevations and low speed operation. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.